Event description:
Pt with multiple infections developed altered mental status and hallucinations. He was found out of bed, sitting on floor. PICC was broken at the hub end. Piece put in specimen cap. PICC had been pulled out by pt, apparently. I.v. Nurse discontinued the line with tip intact.